Manufacturer narrative:
Corrected data: edited the following sentence. The study population included an unknown number of patients (demographics not provided), an unspecified number of which were implant ed with medtronic corevalve or evolut r bioprosthetic valves (no serial numbers provided). The reference to the medtronic engager valve was removed as that product is not marketed in the region governed by this regulation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: oshima h. Transcatheter heart valve for aortic valve implantation: republication of the article published in the japanese journal of artificial organs. J artif organs. 2018 jun;21(2):125-131. Doi: 10.1007/s10047-017-1015-0. Epub 2018 feb 9. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a review of the recent technological advances in transcatheter heart valves used for transcatheter aortic valve implantation. All data were collected from a modified summary review of a previously published article. The study population included an unknown number of patients (demographics not provided), an unspecified number of which were implanted with medtronic corevalve, evolut r, or engager bioprosthetic valves (no serial numbers provided). Among all patients, adverse events included: permanent pacemaker implantation, new-onset conduction disturbances, and moderate-severe paravalvular leak. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.